Manufacturer narrative:
The local area field representative was contact for additional information. No further information was available. Records indicate the patient expired. There were no allegations related to device functionality at the time of the patient expiring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced interrogating this device. Troubleshooting options were discussed including contacting the local area field representative for assistance with interrogation. No adverse patient effects were reported.